Manufacturer narrative:
The reported event was confirmed as a use related. The root cause for this failure mode was misconnection of supply and return lines. The device had failed to meet the specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required due to the reported issue was confirmed as use related. The instructions for use were found adequate and state the following: "if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received a low flow alert (alert 02) with flow 0.0 lpm. The user had disconnected and reconnected the pad connections with proper technique and flow up to 1.4 lpm (neonatal pad). Per follow up via phone (B)(6) 2021 the nurse stated that another arctic sun unit was used and the therapy was completed with no further issues. The nurse stated that the unit with the low flow alert was not sent to the biomed and was kept in the supply room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting low flow alert (alert 02) with flow 0.0 l/m. The user had disconnected and reconnected pad connections with proper technique and received flow up to 1.4 l/m (neonatal pad). Per follow up via phone on (B)(6)2021, nurse stated that another arctic sun unit was used and therapy was completed with no further issues. Also stated that the unit with the low flow alert had not been sent to the biomed and was kept in the supply room.